Manufacturer narrative:
The field service engineer performed maintenance, replaced the filter, and performed an internal water cleaning. The customer performed calibration, qc, and a sample comparison which were acceptable. The investigation determined the service actions resolved the issue. Medwatch fields d1-d4, g1, and g4 were updated.

Manufacturer narrative:
The analyzer serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable iron gen.2 results from the cobas integra 400 plus analyzer. Sample 1 initial result was 6.98 ug/dl with a data flag and a repeat result of 13 ug/dl. Sample 2 initial result was 6.42 ug/dl with a data flg and a repeat result of 10 ug/dl. Sample 3 initial result was 4.27 ug/dl with a data flag and a repeat result of 11 ug/dl.